Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was 169 mg/dl at the time of incident. Customer stated that the insulin pump menu was scrolling without an input and the screen was blinking on and off. Customer also reported that there are lines on the screen. No significant events leading to the issues were observed. Troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No ramping numbers noted on the display. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments display noted.